Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) just had a ventricular tachycardia (vt) ablation procedure performed. Now this device is exhibiting a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed that the battery depletion (bd) error is due to extended magnet application most likely due to the procedure. It was recommended to further evaluate the patient in the office to perform an interrogation to stop the beeping tones and to clear the fault. The patient was scheduled for an in-office check. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) just had a ventricular tachycardia (vt) ablation procedure performed. Now this device is exhibiting a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed that the battery depletion (bd) error is due to extended magnet application most likely due to the procedure. It was recommended to further evaluate the patient in the office to perform an interrogation to stop the beeping tones and to clear the fault. The patient was scheduled for an in-office check. At this time, the device remains in service. No adverse patient effects were reported.